Event description:
It was reportd by the affiliate that the (1) h2tuv was used during an unknown procedure. It was reported that the device steady toned. The case was completed with another device and with no pt consequence.